Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 500mcg/ml at a dose of "50mcg". It was reported that the patient was not having good outcomes from the pump. A dye study was completed on an unknown date with no cerebrospinal fluid (csf) able to be aspirated; the dye study was not successful. Catheter aspiration was attempted again in the operating room (or) with "no luck". The catheter was cut and still no csf was noted. On (B)(6) 2024, the catheter was replaced and the pump was replaced to "decrease another procedure in the near future". Environmental, external, or patient factors that may have led or contributed to the issue was not applicable. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.